Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was image loss for five minutes.

Manufacturer narrative:
Alleged failure: swapped ccu¿s with the same camera and received the same e4 error. Then we swapped camera heads and were able to get a picture. Case was delayed 5 minutes. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be the ccu the camera head was connected to. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was image loss for five minutes.